Manufacturer narrative:
The pump was received with currents within specification. The pump alarmed motor error during the rewind due to a corroded motor home switch. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. Unable to perform the prime or excessive no delivery alarms due to the motor error alarm and loose/protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 185 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.